Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the screw broke when being inserted. There was no harm for patient, operator or third party. This was noticed before the surgery. There was no case involvement. No further information received. Update avoe 05-dec-2024. It was confirmed that the error occurred during a surgery. No further information received. Update avoe 16-dec-2024. It was further reported that the surgeon used the device in an anterior cruciate ligament surgery with didt. The surgeon was used to the old biocomposite interference screws, which had a much smaller thread pitch than the fastthreads. He was therefore used to having to use more force to lower the screw. No patients or other third parties were injured during screw breakage. The reported breakage occurred when the screw was inserted into the patient's large graft.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. Per dfu-0111-7 at revision 0: precautions: bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.